Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer fell and the touchscreen became cracked and no longer functional. Customer's blood glucose level was not impacted due to the reported issue. Customer reverted to manual injection for continued insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.